Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records has not been performed. Photo was provided and review is currently pending. The investigation is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2025, the valve of a pleurx¿ pleural catheter was found to have a crack. There was no injury, or impact on the patient, and no medical intervention was required. The issue was resolved by replacing the valve.

Manufacturer narrative:
H11: one photo and one sample was provided to our quality team for investigation. Through visual inspection, we can confirm there is a crack in the valve. In addition, we can confirm that the dilator that is being used with the valve is not a bd dilator. The potential cause of the cracked valve could be contributed to use of a nonapproved bd dilator with the valve. A device history record could not be evaluated as the lot number is unknown. Per instructions for use "the valve is designed to prevent the passage of air or fluid in either direction unless it is accessed with the specifically matched drainage line, access kit, or vacuum bottles provided by carefusion. The pleurx¿ pleural catheter is designed exclusively for use with the pleurx¿ vacuum bottles, glass vacuum bottles, and the lockable drainage line for connection to wall suction or portable suction. The complaint has been logged in the complaint management system and will be monitored through tracking, trending, and quality data analysis for potential future occurrences. G3 (date received by manufacturer), g6 type or report - follow up# 1), h2 (correction and additional information), h6: annex b (type of investigation), annex c (investigation findings), annex d (investigation conclusions), d9 (device available for eval?; returned to manufacturer on) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2025, the valve of a pleurx pleural catheter was found to have a crack. There was no injury, or impact on the patient, and no medical intervention was required. The issue was resolved by replacing the valve.